Event description:
It was reported during ablation of the right pulmonary vein (rpv) in an atrial fibrillation (afib) procedure, the impedance rose. The temperature was 35 degrees celsius, the output power was 30w, and the flow rate was at 8ml/min. The navistar catheter was removed once to check. It was found that blood clots were sticking to the proximal of the distal tip. The physician wiped off the clots and the procedure was continued with the same catheter. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4). Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed.